Manufacturer narrative:
Received 5 unopened coude olive tip urethral catheters in their original unit packaging. The visual inspection noted no obvious defects. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was too soft and was not rigid enough to insert. The complainant stated that he allegedly attempted to insert the catheter, but was unable to do so.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was too soft and was not rigid enough to insert. The complainant stated that he attempted to insert the catheter, but was unable to do so.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was too soft and was not rigid enough to insert. The complainant stated that he attempted to insert the catheter, but was unable to do so.